Event description:
It was reported that the patient presented to clinic for a follow-up. Upon review, it was discovered that the right ventricular lead (rv) exhibited failure to capture. Diagnostic tests were performed, and it was determined that a perforation had occurred. The lead was explanted and replaced. The patient was in stable condition.